Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Event description:
Unomedical reference number (B)(4). Event occurred in norway. It was reported that patient faced adhesive issues with infusion sets on (B)(6) 2024. Patient reported that tape was not sticking, and lost infusion set while swimming. No further information available.